Manufacturer narrative:
The skytron authorized service technician performed an onsite evaluation of the table, and was unable to determine a root cause of this malfunction. The table was returned to skytron for evaluation and the facility was provided with a loaner table. Skytron found the table to be functioning normally. On march 19, 2020, skytron received a second complaint from the same facility that the loaner table was malfunctioning in the same manner. Reference MDR # 1825014-2020-00007 regarding table serial number: (B)(4), complaint #: (B)(4). This table was returned to skytron for evaluation. The table manufacturer was notified of the issue and of the results of skytron's evaluation. The manufacturer suspects other medical equipment in the room may have given off electrical noise which affected the table. The skytron authorized representative emailed the facility on, or around 6/17/2020 asking the following questions: please confirm if the failure symptom is elevation down. Please check if there is a damage on the pendant control and auxiliary switch. Did this problem occur during surgery? If so, please confirm what medical equipment is used at the surgery. We suspect that the other medical equipment issues some kind of electrical noise. Did this problem occur at the same operating room as previous case? Did this problem occur at ac mode or dc (battery) mode? Was the curl code of pendant control plugged to the connector for the foot control when this problem occur? Were there any surgery at the next operating room? If so, which table was used for that surgery? The skytron authorized representative stated the facility had not yet responded on 6/26/2020, and he emailed the questions again. The skytron authorized representative stated that on 6/17/2020, the ir receivers have been disconnected on the tables. He also mentioned that there is a piece of electrical equipment within the ceiling that has caused issues with other equipment in the past. The type and purpose of the equipment is unknown and the representative has not been able to get answers form the facility as to what it is and what it does. He will continue to push the facility for information so that skytron and mizuho (manufacturer) can properly review this incident. The skytron authorized representative reports that the piece of electrical equipment in the ceiling has now been removed and will not be replaced. Because additional information is not available mizuho would like to install a ir signal tracker in the table so they can eliminate this as a possibility. The supplier has requested the skytron authorized representative place a data logger that will look for ir signals in the room where the table incident occurred. The data logger was installed on (B)(6) 2020. It will be removed in 30 days and returned to the manufacturer. In the evaluation of both the original table and the loaner table, skytron has been unable to replicate the failure mode experienced by this facility. Information requested from the facility to aid in the investigation was not made available to skytron. The original and loaner table are both performing to specification. Skytron will continue to monitor for this failure and the table manufacturer will evaluate the results of the ir data logger at the conclusion of 30 days. This information is on file in skytron's complaint management system with complaint #: (B)(4).

Event description:
Upon review of skytron's complaint files, this complaint was found to require an MDR submission. On february 4, 2020, a skytron received a complaint alleging the operating table dropped down suddenly by approximately 0.25" during a case. This occured during pre-operation with a patient on the table. No incidents were reported. The patient was not injured. The table was not being functioned at the time. The skytron authorized representative reported, "we have checked the bed thoroughly during two visits and the biomed also set the table up in static position with a level for three days and did not see any movement."